Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected/prevented by handling the device in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection shows how to detect the event. Reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope was not inflating the colon. The issue was found during a procedure.there were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the nozzle was clogged.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. In addition to the nozzle clog, the evaluation findings are as follows: the insertion tube insulation was out of specifications, there was a cut on switch #1, the down angulation was below standard, there was play on the "up/down" and "right/left" knobs, there was a chip in the plastic distal end cover, the objective lens had peeling on the cement, the light guide lens had chips, the bending section cover glue had a crack, the insertion tube had minor snaking, and the air/water supply was clogged (due to the nozzle clog). The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.